Event description:
It was reported that the dreamstation CPAP device was thrown away a long time ago and the user had passed away. Currently, there is no information that the death is related to the device. The manufacturer received information alleging death. Medical intervention was not specified. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.